Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2024-70600. It was reported that the patient presented for a generator change procedure. Upon interrogation, noise episodes were noted in the right ventricle and atrial leads. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, right ventricle lead and atrial lead exhibited noise oversensing episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that programming changes were made to address the noise oversensing on both the atrial and ventricular leads. The patient remains in stable condition.